Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter indicated no power to the pump. The reporter denied damages to the battery compartment or to the battery cap; however, the reporter alleged moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: visual inspection revealed that the battery compartment was cracked and there was moisture corrosion in the battery compartment. Leak testing revealed a battery compartment leak. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The pump was unable to power on, duplicating the complaint of a power issue. The pump cover was removed and additional moisture was found on multiple internal pump components.